Manufacturer narrative:
The previously reported event of total lung capacity decreased is considered a serious injury. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The following additional information received per the patient profile from (ppf) indicates that the patient underwent an unsuccessful percutaneous filter removal attempt seventy-six days post implantation. The filter is reported to also be occluded. The patient also reports to have multiple emboli, weakness, fatigue, circulatory and pulmonary issues, and loss of lung capacity, pain in legs, varicose veins, depression and anxiety. According to the medical records, the patient had a history of large bilateral pulmonary emboli (pe) and large deep vein thrombosis (dvt) present in the left common femoral vein. The filter was successfully deployed inferior to the renal flow inflow without any reported complications. It was reported that a patient underwent placement of an optease vena cava filter. The indication for the placement was bilateral pulmonary emboli (pe) and a large deep vein thrombosis (dvt) in the left common femoral vein. The patient was also status post scoliosis correction surgery. The filter was placed via the right internal jugular vein, imaging during the procedure demonstrated no evidence of thrombus in the inferior vena cava (ivc). The filter was deployed without incident in the immediately inferior to the renal flow inflow. Information received indicated that the filter subsequently malfunctioned, migrated, tilted, embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the patient including but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. According to the patient profile from (ppf) indicates that the patient underwent an unsuccessful percutaneous filter removal attempt seventy-six days post implantation. The filter is reported to also be occluded. The patient also reports to have multiple emboli, weakness, fatigue, circulatory and pulmonary issues, and loss of lung capacity, pain in legs, varicose veins, depression and anxiety. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Possible long-term complications associated with filter implantation include, but are not limited to, filter obstruction and filter migration. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported tilt, migration, blood clots, clotting, occlusion, retrieval difficulty and embedded could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the legs and varicosities. Anxiety, pain and poor circulation do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. (B)(4).

Event description:
According to the medical records, the patient had a history of large bilateral pulmonary emboli (pe) and large deep vein thrombosis (dvt) present in the left common femoral vein. The filter was successfully deployed inferior to the renal flow inflow without any reported complications. The following additional information received per the patient profile from (ppf) indicates that the patient underwent an unsuccessful percutaneous filter removal attempt seventy-six days post implantation. The filter is reported to also be occluded. The patient also reports to have multiple emboli, weakness, declared 100% disabled by adjudication, fatigue, circulatory and pulmonary issues, and loss of lung capacity, bodily disfigurement, pain in legs, varicose veins, depression and anxiety. Computed tomography (CT) scans done approximately ten years and six months after the index procedure were re-evaluated thirteen years and two months after the index procedure. The superior end of the filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted anteriorly at the inferior end and the hook is embedded through the ivc wall. All the struts of the ivc filter perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall 4mm and contacts the bowel. One (1) anterior strut perforates the ivc wall 12mm and is embedded within the bowel. One (1) medial strut perforates the ivc wall 4mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 4mm and contacts the right ureter. One (1) lateral strut perforates the ivc wall 4mm and resides within the soft tissues. There is one (1) posterior fractured fragment that perforates the ivc wall 11mm and resides within the soft tissues. The inferior vena cava is scarred and there are large mature collaterals along the superficial abdominal wall for the lower extremity drainage. Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture, inferior vena cava perforation and organ perforation. The patient became aware of the reported events approximately thirteen years and two months after the index procedure.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. The filter malfunctioned including migrated, tilted, embedded in ivc) wall, blood clots, clotting and occlusion of the ivc. The indication was bilateral pulmonary emboli (pe) and deep vein thrombosis (dvt) in the left common femoral vein. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Approximately 10.5 years post implant, a CT scan revealed the superior end at the mid l2 vertebral body. The filter tilted and embedded. All the struts perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall 4mm and contacts the bowel. One (1) anterior strut perforates the ivc wall 12mm and is embedded within the bowel. One (1) medial strut perforates the ivc wall 4mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 4mm and contacts the right ureter. One (1) lateral strut perforates the ivc wall 4mm and resides within the soft tissues. There is one (1) posterior fractured fragment that perforates the ivc wall 11mm and resides within the soft tissues. The inferior vena cava is scarred and there are large mature collaterals along the superficial abdominal wall for the lower extremity drainage. Per the patient profile from (ppf), the patient had an unsuccessful filter removal seventy-six days post implantation. The patient reports filter fracture and occlusion, ivc and organ perforation, multiple emboli, weakness, fatigue, circulatory issues, varicose veins, loss of lung capacity, bodily disfigurement, pain in legs, varicose veins, depression and anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed the optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Scarring (stenosis) of the ivc is associated with all ivc filter products and does not represent a device malfunction. A protective inferior vena cava (ivc) filter may later be incorporated into a chronic post-thrombotic ilio-caval obstruction (occlusive, requiring recanalization, or nonocclusive). Obstruction of varying types of ivc filters may occur due to primary thrombosis of the filter or capture of large emboli. Permanent ivc filters have been reported to obstruct in up to 20% of patients. The instructions for use (IFU) states filter fracture, associated to perforation of the ivc and/or surrounding organs and structures, is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The fractured portion may erode or perforate through the ivc and into adjacent tissues. Blood clots, emboli, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported retrieval difficulty, and presumed embedment in ivc wall, could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Varicose veins, collateral circulation and poor peripheral circulation do not represent device malfunctions; however, may be sequalae from the occlusion of the ivc filter. Anxiety, pain, decreased lung capacity and weakness do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: health effect - clinical code: code 4581 was used for 'collateral circulation'.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. Information received indicated that the filter subsequently malfunctioned, migrated, tilted, embedded itself to the inferior vena cava (ivc) wall and caused blood clots, clotting and occlusion of the ivc. According to the patient profile from (ppf) indicates that the patient underwent an unsuccessful percutaneous filter removal attempt seventy-six days post implant. The filter is reported to also be occluded. The patient also reports to have bodily disfigurement, multiple emboli, weakness, fatigue, circulatory and pulmonary issues, and loss of lung capacity, pain in legs, varicose veins, depression and anxiety. The patient has also reported becoming aware of filter fracture, ivc perforation, organ perforation, filter embedded in the ivc and other than the ivc, approximately thirteen years and two months post implant. The patient also experienced inferior vena cava occlusion and varicose veins in legs, torso and pelvic area. The indication for the placement was bilateral pulmonary emboli (pe) and a large deep vein thrombosis (dvt) in the left common femoral vein. The patient was also status post scoliosis correction surgery. The filter was placed via the right internal jugular vein, imaging during the procedure demonstrated no evidence of thrombus in the inferior vena cava (ivc). The filter was deployed without incident in the immediately area inferior to the renal flow inflow. Approximately ten years and six months post implant a computed tomography (CT) scan was performed and was re-evaluated thirteen years and two months after the index procedure. The superior end of the filter is at the mid l2 vertebral body and is tilted posteriorly at the superior end and contacts the ivc wall. The ivc filter is tilted anteriorly at the inferior end and the hook is embedded through the ivc wall. All the struts of the ivc filter perforate the ivc up to 12mm. The inferior vena cava is scarred and there are large mature collaterals along the superficial abdominal wall for the lower extremity drainage. Approximately thirteen years and two months post implant the patient underwent another CT scan to evaluate the filter. The results noted one posterior fractured fragment that perforates the ivc wall 11mm and contacts the l2-3 disc. Results from a CT scan completed two years prior were used for comparison. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, emboli, scarring and occlusive thrombosis within the filter and vasculature do not represent a device malfunction and may be related to patient, pharmacological or vessel characteristics. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The IFU also states that filter fracture with perforation is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing and mechanism of the events has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported retrieval difficulty, and presumed embedment in ivc wall, could not be confirmed and the exact cause could not be determined. Varicose veins, collateral circulation and poor peripheral circulation do not represent device malfunctions; however, may be sequalae from the occlusion of the ivc filter. Anxiety, pain, decreased lung capacity and weakness do not represent a device malfunction and may be related to underlying patient related issues. Without procedural films or images for review the reported event(s) could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned, migrated, tilted, embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the patient including but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. According to the medical records, the patient had a history of large bilateral pulmonary emboli (pe) and large deep vein thrombosis (dvt) present in the left common femoral vein. The filter was successfully deployed inferior to the renal flow inflow without any reported complications. The following additional information received per the patient profile from (ppf) indicates that the patient underwent an unsuccessful percutaneous filter removal attempt seventy-six days post implantation. The filter is reported to also be occluded. The patient also reports to have multiple emboli, weakness, declared 100% disabled by adjudication, fatigue, circulatory and pulmonary issues, and loss of lung capacity, bodily disfigurement, pain in legs, varicose veins, depression and anxiety. Computed tomography (CT) scans done approximately ten years and six months after the index procedure were re-evaluated thirteen years and two months after the index procedure. The superior end of the filter is at the mid l2 vertebral body. The ivc filter is tilted posteriorly at the superior end and it contacts the ivc wall. The ivc filter is tilted anteriorly at the inferior end and the hook is embedded through the ivc wall. All the struts of the ivc filter perforate the ivc up to 12mm. One (1) anterior strut perforates the ivc wall 4mm and contacts the bowel. One (1) anterior strut perforates the ivc wall 12mm and is embedded within the bowel. One (1) medial strut perforates the ivc wall 4mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 4mm and contacts the right ureter. One (1) lateral strut perforates the ivc wall 4mm and resides within the soft tissues. There is one (1) posterior fractured fragment that perforates the ivc wall 11mm and resides within the soft tissues. The inferior vena cava is scarred and there are large mature collaterals along the superficial abdominal wall for the lower extremity drainage. Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture, inferior vena cava perforation, organ perforation, filter embedment in wall of the ivc and the filter was embedded other than in wall of the ivc. The patient became aware of the reported events approximately thirteen years and two months after the index procedure. In addition to previously reported events, the patient also experienced inferior vena cava occlusion and varicose veins in legs, torso and pelvic area. About thirteen years and two months after the filter was implanted, the patient underwent another CT scan indicated for filter evaluation. The CT reported one (1) posterior fractured fragment that perforates the ivc wall 11mm and contacts the l2-3 disc. Results from a CT scan completed two years prior were used for comparison.

Manufacturer narrative:
The exact device implantation is unknown.  The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of an optease vena cava filter or about (B)(6) 2008. The filter subsequently malfunctioned, migrated, tilted, embedded itself to the ivc wall and caused injury and damages to the patient, including but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion within the ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without images or procedural films for review, the reported filter tilt/migration could not be confirmed and the exact cause could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Additionally, the timing and mechanism of the reported filter tilt is unknown. The legal brief also noted that the filter was embedded in the wall of the ivc. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter or about (B)(6) 2008.   The filter subsequently malfunctioned, migrated, tilted, embedded itself to the ivc wall and caused injury and damages to the patient.  Including but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. Information received indicated that the filter subsequently malfunctioned, migrated, tilted, embedded itself to the inferior vena cava (ivc) wall and caused injury and damages to the patient including but not limited to blood clots, clotting and occlusion of the ivc. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries, damages, required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. According to the patient profile from (ppf) indicates that the patient underwent an unsuccessful percutaneous filter removal attempt seventy-six days post implantation. The filter is reported to also be occluded. The patient also reports to have bodily disfigurement, multiple emboli, weakness, fatigue, circulatory and pulmonary issues, and loss of lung capacity, pain in legs, varicose veins, depression and anxiety. The indication for the placement was bilateral pulmonary emboli (pe) and a large deep vein thrombosis (dvt) in the left common femoral vein. The patient was also status post scoliosis correction surgery. The filter was placed via the right internal jugular vein, imaging during the procedure demonstrated no evidence of thrombus in the inferior vena cava (ivc). The filter was deployed without incident in the immediately area inferior to the renal flow inflow. The patient¿s medical history, implant or retrieval imaging or procedural details of the retrieval attempt have not been provided and there is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Possible long-term complications associated with filter implantation include, but are not limited to, filter obstruction and filter migration. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter do not represent a device malfunction. Without the procedural films and post implant imaging available to review, the reported tilt, migration, blood clots, clotting, occlusion, retrieval difficulty and embedded could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling of the legs and varicosities. Bodily disfigurement, weakness, fatigue, circulatory and pulmonary issues, loss of lung capacity, pain in legs, varicose veins, depression and anxiety. Do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.